Event description:
It was reported to philips that the ac module for the device was defective. The customer stated there was no led light when ac module is plugged in to the monitor. There was no patient involvement.